Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on march 2015 by the arthroscopy journal ¿arthroscopic proximal biceps tenodesis at the articular margin: evaluation of outcomes, complications, and revision rate.¿ the study reviewed 1083 patients and identified bicep tendon lesions with interference and tenodesis screws in 54 patients during the 2.5-year follow-up period. It was identified that 48 experienced a revision surgery. Brady pc, narbona p, adams cr, et al. Arthroscopic proximal biceps tenodesis at the articular margin: evaluation of outcomes, complications, and revision rate. Arthroscopy. Mar 2015;31(3):470-6. Doi:10.1016/j.arthro.2014.08.024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.